Event description:
It was reported that two large volume folfusors completed the infusion later than expected. The infusion ended after 1 hour 30 minutes and 9 hours 30 minutes after the scheduled times respectively. The issue was noticed after patient use. The devices were filled with 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.